Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. This was first noticed 2 months prior to report, and it started to become worse 2 weeks prior to report. Pt has used this infusion device for a few years and boluses 4-6 times per day. The down button feels different when it is pressed, but it does pop back up. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to addresses the issue.